Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report a vibrator anomaly on the insulin pump. Customer stated that the insulin pump no longer vibrates. Customer's blood glucose levels were not included in the report. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with no vibrator alert due to broken black wire on the vibrator motor. The insulin pump has minor scratches on the lcd window.